Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) and posterior communicating artery (pcom) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, three smart coils were successfully implanted into the target location. While attempting to advance the fourth smart coil, the physician encountered resistance after advancing the coil approximately two centimeters through the microcatheter. Therefore, the smart coil was removed and the microcatheter was flushed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.